Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying an inaccurately high result compared to her feelings and emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred 3-4 months prior to contacting lfs. The patient reported obtaining a reading of "190mg/dl" on the lfs meter compared to "33mg/dl" on an ems meter. It is unclear how much time passed in between the lfs meter reading and the ems meter reading. The patient reported using self adjusting insulin to manage her diabetes. The patient denied making any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 1.5 hours later she developed symptoms of "sweating, feeling funny and fading out." The patient reported "around midnight" on the day of the alleged issue she was treated by ems with something to eat or drink in response to the low reading. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient's test strips were found to be in good condition. The patient refused to run a control solution test since she was bed ridden. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required treatment from ems.